Manufacturer narrative:
As reported in a research article, between march 2013 and december 2018, a patient was implanted with a 6mm amplatzer vascular plug ii to close a patent ductus arteriosus. An event of increased left pulmonary artery velocity and suspected left pulmonary artery stenosis was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer vascular plug ii instructions for use, artmt600539-003 revision a "indications and usage: the amplatzer vascular plug and amplatzer vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature."

Event description:
The article, "fate of the left pulmonary artery and thoracic aorta after transcatheter patent ductus arteriosus closure in low birth weight premature infants", was reviewed. This research article reported that 45 neonates underwent transcatheter patent ductus arteriosus closure(tcpc) between march 2013 and december 2018. The average weight was 1,152g and the average age was 27 days old with the majority of the patient's being male. One patient was critically ill with a large ductus. A 4mm amplatzer vascular plug ii was selected for implant, but the physician failed multiple attempts at closure with this device. A 6mm amplatzer vascular plug ii was successfully implanted instead. At the end of the procedure, a peak left pulmonary artery(lpa) velocity of 2.6 m/s was noted. There was a high suspicion for lpa stenosis, however in light of the patient's overall clinical status the decision was to leave the device in place. Although the patient showed significant clinical improvement following tcpc, the peak lpa velocity increased to 3.5 m/s over the ensuing 3 months and a nuclear lung perfusion scan showed 15% flow to the left lung. The patient underwent successful lpa stent placement at that time and required one subsequent stent re-dilation to accommodate somatic growth. At the latest follow-up 3 years after tcpc the patient is clinically well with lpa peak velocity of 2.0 m/s. The article concluded that tcpc can be performed successfully in extremely premature low birth weight infants with a low incidence of post-procedural left pulmonary artery (lpa) and descending aorta obstruction (dao). The primary and correspondence author of the article is dor markush, guerin family congenital heart program, smidt heart institute, cedars-sinai medical center, los angeles, ca, USA with the corresponding email dor.markush@cshs.org.